Event description:
The user facility reported that part of the glidewire's coating "separated from the wire core during a pacemaker procedure." Multiple attempts to obtain additional information have thus far been unsuccessful. However, follow-up communication efforts with the user facility are still on-going.

Manufacturer narrative:
The involved device has not been returned by the user facility and neither the product code nor lot number is known. Therefore, the failure investigation was limited to a review of currently available user facility information. As of this time, repeated attempts to obtain the sample and/or follow up information have been unsuccessful. The event description is consistent with damage to the glidewire's coating due to manipulation against a hard, rough or sharp surface. The device labeling states in the warnings/precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in damage and/or separation of the polyurethane coating. For example, the IFU states, "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device, so as to avoid damage to the glidewire." Communication with the user facility is on-going and a follow-up report will be submitted if significant additional information is received. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up.